Event description:
Hilow head drifts down.

Manufacturer narrative:
Technician replaced valve to resolve the drift. Continuing its retrospective review of events for reportability. This effort will continue until we are current.